Manufacturer narrative:
Corrected information has been provided in e1 (healthcare facility information), including [facility name, location, or contact details] and e4 the [reporter also sent report to FDA].

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary the device was not returned for evaluation. Ischemia / thrombosis: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Device history review ==> the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported an impella cp in a 68-year-old male patient for support of chest pain. Patient was taken to operating room to remove the impella cp due to diminishing left distal pulses. Upon removal, vascular surgery did a thrombectomy where there were multiple clots removed from the iliac. Artery was repaired and palpable pulses were noted upon return to the cardiovascular intensive care unit.